Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer not detected on bus. A field service engineer disconnected the drawer and then reconnected to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a device not detected on bus. Customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.